Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing which appeared as an atrial arrhythmia. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.